Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please provide photos. No photo is available. Location and incision size of product application? No information. How the device was used (what layer of tissue and how many layers applied)? No information. What prep was used prior to, during or after dermabond use? No information. Was a dressing placed over the incision? If so, what type of cover dressing used? No information. What is the most current patient status? As of october 26, symptoms and pigmentation were relieved. Was demabond or skin adhesive used on the patient in a previous surgery or wound closure? No information.

Event description:
It was reported that a (B)(6) "femaile" patient underwent a laparoscopic surgery for endometriosis lesions on (B)(6) 2018 and topical skin adhesive was used for closing. After leaving the hospital, the symptoms of delayed rash, reddening, itching, and pigmentation were observed in the patient. The topical skin adhesive was peeled off by the patients family on (B)(6) 2018. On (B)(6) 2018 and (B)(6) 2018 the patient went to dermatology at the hospital and received treatment. The patient was prescribed sienal 3 times a day and myser cream 10g. The surgeon opines that the topical skin adhesive was the only adhesive used for fixing the skin; therefore, any other cause could not be considered. The patient had no allergies. As of 10/26/2018, the patient symptoms and pigmentation were relieved. Additional information has been requested.